Event description:
Per the clinic, the patient experienced crusting and pain at the implant site. The patient was prescribed topical steroid ointment (date and duration not reported); the reported issues have resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.